Event description:
The complaint was reported as: the unit will not stay powered on.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was received for evaluation. A visual exam was performed and no issues were observed. Functional testing was performed and the unit was connected 110 vac. The unit passed the initial power connect test; however, at the p.o.s.t. Test, the unit failed to power up when the on/off button was released. This scenario was indicative of a faulty control pcb (printed circuit board). A root cause for the reported issue could not be determined. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not established.